Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Litigation papers allege the patient is experiencing severe pain in the right hip radiating into the right lower extremity, making it difficult and painful for him to walk or perform any physical activity. He also suffers from weakness and numbness and tingling in the right lower extremity. It is further alleged he has been injured by excessive levels of chromium and cobalt. Update - (B)(6) 2011 - asr supplemental information received; there is no new additional information that would affect the investigation. Update - (B)(6) 2016 ¿medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported medical records from (B)(6) 2015 report that the patient had a fall causing injury to back and right hip. The metal ion levels provided were at reportable levels. There was an attempted revision on (B)(6) 2016 to address pain and elevated metal ion levels. The surgeon excised periacetabular heterotopic bone. While applying traction to the patient, the tibia fractured. The components were left in place and the patient then had a closed reduction and internal fixation of right mid-shaft minimally displaced spiral oblique fracture of the right tibia. Adding stem and asr sleeve due to elevated ion levels. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Additional information: brand name, device product code, catalog no. / lot no., PMA# - 510k, device manufacture date. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.as not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.